Event description:
The pt has been using heparin filled syringes daily for 2 1/2 yrs. He has been experiencing regular bouts of nausea, vomiting, diarrhea and low blood pressure. He has been to all of his regular drs to try to get some answers and some relief. The drs installed a g-tube into his stomach for decompression but with little relief. No one could explain the months of his illness. He stopped the heparin flushes and hasn't been sick since. Dose or amount: 5 ml. Frequency: daily. Route: IV. Dates of use: 2006 - 2008. Diagnosis or reason for use: to flush hickman catheter after each use. Event abated after use stopped or dose reduced? Yes.